Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited intermittent capture. No intervention was performed. There were no patient consequences.

Event description:
New information received via product receipt indicates that the implantable cardioverter defibrillator was explanted and replaced. No further information was provided.

Manufacturer narrative:
The reported field event capture anomaly was not able to be confirmed in the lab. Longevity calculation, telemetry, impedance, sensing, pacing, and high voltage output functions of the device were normal with no anomalies found.